Event description:
Clinical study. Same pt as 6000093-2005-00613 & 6000093-2005-00909. It was reported that 21 months after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure, was a 3.25mm, 99% stenosed, 16mm long portin of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.00x20mm drug eluting stent in the target lesion overlapping a previously placed stent on a different day. There were no reported complications. The pt was discharged the next day on plavix and aspirin. Twenty one months after the initial procedure, the pt required a tvr of the target lesion. The physician successfully placed a taxus express2 stent of unk size in the mid rca. In the opinion of the physician, the relationship of the tvr to the taxus stent is unk.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.